Event description:
It was reported that the right ventricular (rv) lead showed low impedance, high threshold and small r-waves. The lead was capped and replaced. It was further reported that the device had possible early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Performance data collected from the device was analyzed and no anomalies were found.